Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Bilateral laparoscopic nephrectomy - "dr (B)(6). I have been unable to interview dr (B)(6) regarding the procedure, nor have I been able to locate the name of the resident assisting in the procedure. Have interviewed (B)(6), she was able to recall and provide the list of instruments below. From the event sample, it appears an instrument coming into the trocar seal, 'caught' the primary seal, it tore, was discovered and removed at the end of the case. Only able to recover the seal from the trocar. Lot number is current to bin stock."